Event description:
Reporter stated the up/down buttons on the infusion device do not function correctly. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The infusion device was evaluated, and the buttons were tested successfully.

Manufacturer narrative:
The event occurred in (B)(6).